Event description:
It was reported the catheter was replaced on (B)(6) 2014 due to a catheter break/occlusion. The physician believed the crimped and ripped area of the catheter could have been sitting between spinous processes. It occurred at 18-19 centimeters (cm) from the catheter tip. Diagnostic testing and troubleshooting performed included a rotor study on (B)(6) 2014 that was normal and x-rays. The cause of the issue was that the catheter was crimped and torn. It was further reported the patient went in for a refill on (B)(6) 2014 and there was a volume discrepancy at the time of refill. The expected residual volume (erv) was 21.8ml and the actual residual volume (arv) was 36ml. It was also reported at time of refill in march 2014 she had 25ml removed from the pump with an expected volume of 26ml. During the surgical procedure the catheter was disconnected from the pump and there was no cerebrospinal fluid (csf) flow. At that time, the back incision was opened and the spinal catheter was cut close to the anchor still with no csf flow. The spinal catheter was pulled out revealing the catheter was crimped and torn. Patient symptoms included less than 50% therapy relief and the patient had more than her typical amount of chronic pain. The patient¿s status at the time of this report was ¿alive-no injury.¿ it was further reported at the previous refill appointment ((B)(6) 2014 timeframe) it was thought that the pump was flipped. When the patient came back the following day it had righted itself. It was noted the pump was pulled out of the pocket; the catheter had coiled up as though the pump had been flipping in the pocket. It seemed the patient¿s symptoms were likely related to the pump being in a pannus fold, which would allow for frequent movement of the pump during sitting and standing with some fluid in the pump pocket and the pump was not sutured down. A dacron pouch was in place, but due to the fluid in the pocket it was not adhered to tissue. The pump was sutured down in the pocket at the time of the revision. The patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent. The pump was being used to deliver morphine.

Manufacturer narrative:
Analysis of catheter model 8780 revealed the catheter body was broken and kinked. Analysis of catheter model 8784 revealed a catheter body kink. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. (B)(4).